Event description:
It was reported that during an upgrade procedure, when this right ventricular (rv) lead was initially placed, there were good sensing and threshold values; however, current of injury could not be detected. When the physician was preparing to attach the lead, it dislodged. There was trouble retracting the helix, requiring many rotations. Additionally, extending the helix again required the use of a torque tool, and also took several rotations. The physician noted that the helix made a jumping motion, and again, no current of injury was seen. The lead was removed and a new lead was inserted, with no issue. No adverse patient effects were reported. This lead is expected for return.

Event description:
It was reported that during an upgrade procedure, when this right ventricular (rv) lead was initially placed, good sensing and threshold values were observed; however, current of injury could not be detected. When the physician was preparing to attach the lead, it dislodged. There was trouble retracting the helix, requiring several rotations. Additionally, when attempting to extend the helix again, it required the use of a torque tool, and also took several rotations. The physician noted that the helix made a jumping motion, and again, no current of injury was seen. The lead was removed and a new lead was inserted, with no issue. No adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/body fluid in the helix housing, and tissue entwined in the helix. Additionally, visual inspection revealed no abnormalities, as the lead/tip appeared normal. Subsequent testing confirmed the helix allegation based on a bent/kinked stylet inside the lead, which resulted in more rotations taken to extend/retract the helix. The dislodgment allegation was not confirmed as evidence from the field and product analysis were insufficient to verify dislodgment.